Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2025. The consumer reported that on the same day, on (B)(6) 2025, they performed additional testing using an I-health test, which returned a positive result. The patient indicated that further testing was performed the same day at a doctor¿s office, which generated a positive result. The customer reported experiencing symptoms including cough, stomach congestion, fever, and chills. The customer also stated that their doctor prescribed them paxlovid. No additional information was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2025. The consumer reported that on the same day, (B)(6) 2025, they performed additional testing using an I-health test, which returned a positive result. The patient indicated that further testing was performed the same day at a doctor¿s office, which generated a positive result. The customer reported experiencing symptoms including cough, stomach congestion, fever, and chills. The customer also stated that their doctor prescribed them paxlovid. No additional information was reported.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000905509a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 lot 000905509a and device part number 195-430wl lot 905509. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000905509a showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.